Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 470 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (back), causing the cannula to dislodge. Symptoms reported included feeling dizzy and pain in the testicles. The patient was treated with intravenous saline, insulin injections and ibuprofen. Another pod was applied during hospitalisation, however this also detached/dislodged an hour after wear. The patient was discharged the following day, on (B)(6) 2026. A second new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.